Event description:
While cauterizing, the esu was set at 10 and coag was set at 30. During an adenoidectomy, coag suction apparatus melted and a short flame came from the tip. No injury occurred. The ground pad was on the pt's right thigh and it was checked and found to have no problems. Another applicator was used with the same machine and surgery was continued.